Event description:
The customer reported via phone call that they had issues with their serter. The sensors were jammed inside the serter. The customer had a lot of scar tissue in their abdomen. The sensor that the customer recently removed was slightly bent. The customer was in a car accident because of a low blood glucose level. The customer hit a tree. On (B)(6) 2015 the customer's blood glucose level was 33 mg/dl and was in the hospital for three to four hours. The customer was not admitted into the hospital. Customer had extreme chest pain. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.